Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Blood glucose level was in the 300's (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.